Event description:
Manufacturer(s) of cylinder gas regulators for use with various medical gasses will provide equipment with a different diss input and output gas connections. We ordered a 50 psi medical air cylinder regulator. It arrived with the air input connection to the cylinder, however, the 50 psi output was a diss medical oxygen connection. When queried, the manufacturer stated this is common practice throughout the industry, as that is the way the product is ordered. It allows the user to not have to purchase high pressure hoses for the various gases -- they can use the high pressure oxygen hoses they have in stock. When I discussed this with this manufacturer, they understood the problem and told me, they would change their practice to assure the same input and output gas connections were provided. However, they pointed out the end user could change the output connection. If provision of differing input and output gas connections is in fact a routine industry practice, it defeats the purpose of the diss and piss systems.